Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 01-jan-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, the valve dislodged when the delivery catheter system (dcs) was being removed. During removal of the dcs, the nose cone caught a paddle of the valve and pulled the valve out of place. It was reported that ascending aorta was short, and the curve was tight. Subsequently, a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.